Manufacturer narrative:
The lot number for the device was provided and a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Medical records were provided and reviewed. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc) and remains inconclusive for filter tilt. A root cause has not been determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf320j vena cava filter allegedly experienced perforation and tilt. This information was received from one source. The malfunction involved patient with no known impact to the patient. The (B)(6) years old male patient's weight was unknown.